Manufacturer narrative:
D4: updated the catalog number per a review of the complaint file.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An unknown patient with unknown history received impella cp support. It was noted that the patient developed pink-tinged urine and a decrease in platelet count; plasma-free hemoglobin was mildly elevated, and the urine subsequently cleared without additional concern for hemolysis. No further information was provided on the patient or case.